Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic for follow up. The lead was noted to exhibited a variation in r-wave and high capture. A chest x-ray confirmed that the lead was dislodged. The patient was admitted to hospital, a revision was performed successfully. The patient tolerated the procedure well and was in stable condition.